Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced perforation from the right atrial (ra) lead. It was also reported that the ra lead exhibited high and rising thresholds. It was also reported that the ra exhibited decreasing impedance. The ra lead was explanted and replaced. No further patient complications have been reported as a result of this event.